Manufacturer narrative:
Concomitant medical products: d354drg ICD, implanted: (B)(6) 2011.

Event description:
It was reported that patient came to the emergency department after receiving multiple shocks. A remote monitoring transmission indicated that the patient had potential rapid ventricular response during atrial tachycardia/atrial fibrillation. The device remains in use. The right atrial lead was also noted to have p-wave undersensing during episodes. The right atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.